Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was unable to be aspirated. A back table prime was going to be performed. The drug used in the pump at the time of the event was not reported. Additional information has been requested; a follow-up report will be submitted, if additional information becomes available.